Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was a leak from an unknown location, which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of five of automated peritoneal dialysis therapy. During troubleshooting, it was determined that there was solution under the supply bag, which caused this alarm. The hp stated that the supply bag and disposable were empty. The hp further stated that it was difficult to determine where the leak was coming from. Renal therapy services (rts) advised the hp to notify the registered nurse about the alarm. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.